Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid right coronary artery with heavy calcification and heavy tortuosity. A 2.0 x 08 mm mini vision stent delivery system (sds) was advanced; however failed to cross the lesion due to the patient anatomy. On removal of the sds without reported force, resistance with the lesion was met and the stent dislodged. Medical intervention was performed to remove the stent and a dissection was noted. An additional unspecified stent was used to treat the dissection. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of dissection as listed in the multi-link vision rapid exchange (rx) and over the wire (otw) coronary stent systems (css), instructions for use (IFU) is a known patient effect that may be associated with coronary stenting. The investigation determined that the reported difficulties and subsequent treatments appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.